Manufacturer narrative:
No product was received for investigation. As no product was returned, a specific root cause could not be determined. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
The inform ii meter serial numbers were (B)(6) (meter a) and (B)(6) (meter b). Meter a and the test strips were requested for investigation.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter (meter a), compared to a different inform ii meter (meter b) and the laboratory. An arterial blood sample was drawn at 5:40 a.m. The result from meter a at 5:47 a.m. Was hi (result greater than 600 mg/dl). The result from meter b at 5:51 a.m. Was 161 mg/dl. The result from the laboratory was 173 mg/dl. The result from meter a is in question.